Manufacturer narrative:
Per additional information received the customer ordered a wrong product, hence bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 9094100 - brd9094100 - cath robinson 10fr was shipped instead of ref (B)(4). Identified in stock and prevented from using.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the (B)(4) - (B)(6) 10fr was shipped instead of ref (B)(4). Identified in stock and prevented from using.